Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 758831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the systemic lupus erythematosus and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2011: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical records received, new reporter, patient details, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the systemic lupus erythematosus and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and lupus. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.